Manufacturer narrative:
The device was not returned for analysis. Production record review for this product was not performed because the part and lot numbers were not reported. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment is due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event has been estimated. D4 - the UDI is not known as the part and lot number were not provided.

Event description:
This was reported as a vessel closure using a prostyle device relative to a procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The method of hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.